Event description:
It was reported that the vns patient passed away. The device had been disabled prior to the report of the death due to high lead impedance (see medwatch #1644487-2008-01194 for report of high impedance event). Attempts to obtain add'l info from the treating neurologist have been made, but have been unsuccessful to date.